Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. Due to the capsule not deploying, the patient's esophageal got a superficial tear. The patient was released without complaints or problems. Further information is being requested from the hcp.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-december-2007).